Event description:
It was reported that the patient underwent transplant on (B)(6) 2017.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number vad-(B)(6) and the event(s) that prompted the transplant could not be conclusively established. Vad-(B)(6) was not returned for evaluation. The relevant sections of the device history records for vad-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no specific device-related issues or adverse events were reported, section 1 of this IFU lists adverse events that may be associated with the use of the hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the device operated as expected.